Event description:
It was reported that the patient was unable to complete a patient-initiated interrogation using the patient mobile monitor (pmm). Troubleshooting was performed, which included reviewing the pmm app, confirming connectivity attempts, restarting the pmm, assisting with proper magnet use, and reattempting communication with the insertable cardiac monitor (icm); however, no transmission was obtained. The patient also reported feeling a bump at the implant site. A representative later confirmed that icm was never implanted, and the patient will return for implantation of a new icm. The icm is not available for return; no adverse patient effects were reported. A new icm was implanted.